Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was able to confirm the customer comment of multiple fault codes and it was attributed to there being exposed wires shorting to the main board. Analysis also noted two case screws which were contaminated and that the display wire insulation was pinched however the wire insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the new external pulse generator was showing multiple fault codes. The generator was returned for service. No patient complications have been reported as a result of this event.